Manufacturer narrative:
Reports were sent to cts and were attached to complaint record. Provue issued "?" During initial testing and alerted the operator to visually interpret the cards. Due to prior history, sample was tested manually and was repeated on provue. Manual testing reported positive reactions, while repeat testing on provue was negative. The root-cause could not be confirmed although the most probable root cause is associated with the sample having a weak antibody and/or at the detection limit of the technique and reagents used. No incorrect or erroneous results were reported as a result of this incident.

Event description:
Customer reporting false negative antibody screen test for one sample with previous history of antibodies. Customer reports receiving a "?" For cell 2 and 3 during antibody screen testing on a patient with a previous history . Testing was repeated manually in gel and results were 2+ for cell 2 and 1+ for cell 3.